Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her discontinued treatment. The patient woke up during her treatment and discovered that she was disconnected from the patient line. She was advised to contact her pd nurse. The sample set was not retained for evaluation. During follow up the patient's pd nurse reported that her effluent was clear. She did not have signs of infection. She was prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.